Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 309653, batch#: 4080174. It was reported by the customer that volume markings on side of syringe is missing halfway up the syringe. Verbatim: rcc received a complaint via community. Volume markings on side of syringe is missing halfway up the syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the volume markings on side of syringe are missing halfway up the syringe. To aid in the investigation, twenty samples and one photo was provided for evaluation by our quality team. Eighteen of the samples came in sealed packaging blisters, one sample came in an opened packaging blister and one sample came with no packaging. A visual inspection was performed, and the syringe barrel scale is partially printed. The photo provided shows a syringe with a partially printed scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4080174. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material: 309653, batch#: 4080174. It was reported by the customer that volume markings on side of syringe is missing halfway up the syringe. Verbatim: rcc received a complaint via community. Volume markings on side of syringe is missing halfway up the syringe.